Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that shaft break occurred. A 2.50 x 28mm synergy xd drug-eluting stent was selected for use. However, it was noted that the shaft broke and bent during use. The procedure was completed with another of the same device.